Event description:
The account generated falsely elevated architect intact pth results for multiple patients. The customer provided the following results: patient 1 (41 year old female, sid (B)(6) ): result: 76.9 previous: 53.6 pg/ml patient 2 (57 year old male, sid (B)(6) ): result: 80.5 previous: 49.0 pg/ml patient 3 (36 year old female, sid (B)(6) ): result: 81.2 previous: 46.2 pg/ml patient 4 (64 year old male, sid (B)(6) ): result: 81.6 previous: 46.6 pg/ml patient 5 (28 year old female, sid (B)(6) ): result: 72.7 previous: 47.0 pg/ml no impact to patient management was reported.

Manufacturer narrative:
Investigation of the complaint issue included a search for similar complaints, in-house kit testing and review of the complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Review of complaint activity did not identify an increase in complaint activity associated with the complaint issue. Retained kits of reagent lot 02519l000 and calibrator lot 00220a000 were calibrated. Abbott and non-abbott controls were ran. All replicates were within range and all acceptance criteria were met, indicating acceptable product performance. Manufacturing documentation for the lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect intact pth assay was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 08k25-21 that has a similar product distributed in the us, list number 08k25-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The account generated falsely elevated architect intact pth results for multiple patients. The customer provided the following results: patient 1: ((B)(6)): result: 76.9 previous: 53.6 pg/ml; patient 2:((B)(6)): result: 80.5 previous: 49.0 pg/ml; patient 3: ((B)(4)): result: 81.2 previous: 46.2 pg/ml; patient 4: ((B)(4)): result: 81.6 previous: 46.6 pg/ml; patient 5: ((B)(4)): result: 72.7 previous: 47.0 pg/ml. No impact to patient management was reported.